Event description:
It was reported that the t:slim x2 pump battery would not charge, and the pump screen was dark and unresponsive. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to ensure the pump was not plugged into a power source and attempt a reset by pressing the center of the button with their finger, but the pump display did not turn on. The customer was using a third-party wall adapter, so technical support advised plugging the tandem charging cable into a known working outlet for at least 30 minutes to attempt charging and planned to follow up. Cts replaced pump. Customer reverted to an alternative method of insulin therapy.